Manufacturer narrative:
The ventilator was investigated on site. It was reported that the ventilator generated a technical error regarding turbine module error. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the described customer issue with the turbine error technical alarm. During pre-use check the ventilator failed pressure transducer test with the received turbine module installed. The device logs were not availble for investigation. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm and the failure in pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).